Manufacturer narrative:
No product returned for evaluation. Should new relevant information become available, a follow-up supplemental report will be submitted.

Event description:
Received information regarding a cartridge alarm 5 during the load process. It was reported that the customer did not test their blood glucose (bg) level; however, the customer felt that the bg level was going high. The customer was able to load a new cartridge successfully.